Event description:
It was reported that the patient presented in the hospital. Upon review, it was noted that the right ventricular (rv) lead exhibited high capture thresholds, low sensing and high pacing impedance. X-ray imaging was performed and revealed a dislodgment of the rv lead. While attempting to reposition the lead, it was noted that the helix exhibited failure to extend and retract. The lead was explanted and replaced. The patient was in stable condition.